Event description:
It was reported via the patient that after a shoulder revision procedure that repaired a rotator cuff re-tear using a magnum 2 plus perfectpasser connector magnumwire, the patient experienced another re-tear and alleged that this device had failed as well. A different surgeon opted to perform a second revision surgery to repair the second re-tear. No further details were provided regarding the patient's post-operative care or whether the patient adhered to the post operative instructions following each procedure.